Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 17mm amplatzer septal occluder (aso) was selected for implant. Prior to release, the device was reported to have deployed in a "cobra" deformation. The device was removed from the patient and exchanged for another 17mm aso (lot number: unknown).